Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) reagent probe b of the unicel dxc 600 synchron system was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found no vacuum at the reagent probe b collar wash. The fse replaced the reagent probe b collar wash waste valve. The fse also performed preventive maintenance. The fse ran quality control and found all assays passed. The fse verified the repair was performed per established procedures.